Event description:
It was reported that the stent shortened when deployed. An eluviatm drug-eluting vascular stent system was selected for a procedure in the 100% stenosed lesion located in the heavily calcified left superficial femoral artery (sfa). The lesion was pre-dilated. During the procedure, the device was advanced antegrade into the patient over a non-bsc guidewire. The physician had difficulties deploying the stent and had to deploy the stent with the blue pull grip on the delivery system. The eluvia stent was shortened by approximately 30mm when deployed. An additional eluvia stent was placed due to the shortened stent. There were no patient complications reported.